Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements, measuring at 150 ohms. This lead remains in service. No adverse patient effects were reported. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available this report will be updated.